Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left bundle branch area pacing lead was explanted for an unknown reason.

Manufacturer narrative:
Correction: upon review the left bundle branch area lead, manufacturer report 2017865-2026-03678, should not have been submitted as a medical device report (MDR) as the product cannot be implanted due to patient anatomy and there is no known product malfunction.